Manufacturer narrative:
(B)(4).

Event description:
Patient's husband contacted dexcom technical support on (B)(6) 2014 to report that the receiver displayed a hardware error on (B)(6) 2014. Patient's husband was advised to reset the device and the outcome was successful. At the time of contact, patient's husband did not report any injury or medical intervention.